Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibits signs of repeated use (nicked or gouged). The post is fractured off and is fractured on the medial & lateral side of the post. Not all pieces were returned. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause does not change the previous investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. After performing visual inspection of attached photo it appears the device post has fractured off. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary knee surgery, a poly trial broke and fell into the patient's body while doing the trials. All pieces were retrieved, no pieces remain in the patient's body. All pieces were found. There was no surgical delay and the surgical technique was utilized. The surgery was completed without a second device. Attempts have been made and no further information has been provided.